Event description:
It was reported that a user of the ilet experienced hyperglycemia, with glucose rising to the low 300s and remaining above 180 mg/dl for approximately two hours, and the device issued prolonged high-glucose alerts. Symptoms included elevated blood glucose without reported loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included no use of backup therapy, no ketone testing, no medical intervention, and no need for assistance. Investigation included troubleshooting and education with the user regarding device use and circumstances. Investigation of this case revealed that the cause of the hyperglycemia was unclear. It was concluded that the event was user-reported hyperglycemia with unclear cause and no clinical sequelae or required intervention. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.